Manufacturer narrative:
The field service representative (fsr) inspected the analyzer. The fsr cleaned several components including the wash zone manifold and shutter. He also replaced the trigger pump due to leaking. The fsr replaced the arc tubing, probe (list number 08c94-49) which was considered the likely cause for the issue. A service history review for (B)(4) identified no further occurrences of discrepant results since the arc, tubing probe was replaced. Tracking and trending data for the arc tubing probe was reviewed and did not identify any adverse trends. Manufacturing documentation for the likely cause part was reviewed and did not identify any issues. A review of the i2000sr tracking and trending data in the alinity I/architect ia monthly product monitoring review did not identify any systemic issues or adverse trends associated with the erratic result issue described in this complaint. The i2000sr erratic result rate is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i2000sr analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section . Patient identifier: multiple = (B)(6) and 299 section a. Patient information: no specific patient information was provided.

Event description:
The customer reported a false elevated architect total b-hcg results on the architect i2000sr analyzer. The following initial and retest results were provided: sample ID (B)(6): 557 and <1.2 miu/ml. Sample ID (B)(6) (retest): 6229.06 and <1.2 miu/ml. No impact to patient management was reported.